Manufacturer narrative:
(B)(4). Date sent: 9/3/2021. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2022; d4: batch # 253a28. This is an analysis of one video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video begins with surgical instrument handling the tissue. At the 16:16 mark a device is introduced with a black reload loaded and buttressing placed on the anvil and reload. At the 16:20 mark tissue is placed between the jaws. At the 16:45 mark the jaws were closed. At the 18:16 mark the jaws are open and the cut line and staple line were as expected. At the 18:24 mark a device is introduced with a green reload loaded and buttressing placed on the anvil and reload. At the 18:36 mark tissue is placed between the jaws. At the 19:30 mark the jaws are open and bleeding was noted on the distal end of the tissue. The tissue was removed and appears to be that the reload only stapled until 1/3 of the reload and the rest of the staples can be seen protruding from the left side. At the 22:55 mark a needle/suture combination was introduced to sutured the tissue. At the 29:21 mark a device is introduced with a green reload loaded and buttressing placed on the anvil and reload. At the 30:13 mark tissue is placed between the jaws. At the 32:38 mark the jaws are open and the cut line and staple line were as expected. At the 33:59 mark a device is introduced with a green reload loaded and buttressing placed on the anvil and reload. At the 34:05 mark tissue is placed between the jaws. At the 35:05 mark the jaws are open and the cut line and staple line were as expected. At the 36:54 mark a device is introduced with a green reload loaded and buttressing placed on the anvil and reload. At the 37:01 mark tissue is placed between the jaws. At the 37:51 mark the jaws are open and the cut line and staple line were as expected. At the 37:58 mark a device is introduced with a white reload loaded and buttressing placed on the anvil and reload. At the 38:00 mark tissue is placed between the jaws. At the 39:03 mark the jaws are open and the cut line and staple line were as expected. After that the video shows a needle/suture combination suturing tissue. Based on the video review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second firing with a green reload, the inner row of staples formed on the specimen side but did not form on the patient side. Surgeon oversewed the stapleline. Surgeon then fired proximal to the suture line with a new device and reload to complete the procedure. There were no adverse consequences for the patient.